Manufacturer narrative:
Final analysis found a burn mark on the circuitry of the pacemaker can leading to an output anomaly which caused the battery to deplete prematurely. The device was tested on the bench and it was determined that the cause of the burn mark was consistent with damage that would occur due to external defibrillation..

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No further information was available.